Event description:
The patient reported that the piston rod of the infusion device made abnormal noises during operation. She stated that her blood glucose measured 130 mg/dl before bed and when she woke up, it was elevated to 245 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.